Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood level. The customer¿s blood glucose level was 288 mg/dl and 304 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with bolus. The customer did not mention any symptom related to high blood glucose. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be retuned for analysis.